Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 400 mg/dl. The customer treated with manual injection. The customer was unable to troubleshoot. The insulin pump was not returned or replaced.